Event description:
It was reported that the zimmer air dermatome was not cutting properly. Additional clinical follow-up with the customer indicated that the device had given the surgeon too deep of a cut. The customer stated that an alternate device has retrieved for use during the procedure. The pt required suture at the original site, and an additional graft harvest; this involved minimal extension in surgical time.

Manufacturer narrative:
In (B)(4) 2013, zimmer surgical sent an urgent device removal letter to customers advising that the air dermatome ii would either not operate or operate intermittently. Zimmer's investigation determined that the planetary gear teeth were broken. Customers were requested to remove the affected device from use and contact zimmer to arrange for repair of the device. The device was returned to the MFR for repair and eval. The service record indicated that the device was mfg on 08/02/1993 and was last repaired on 05/23/2012 for a non-related issue. Prior to repair, it was observed that the master blade was not flush and the device was outside of calibration specs. Visual inspection found that the device head and width plates were worn. The leading edge of the control bar was nicked and it was observed that a regulator was attached to the hose. Eval of the device observed erratic operation at approx 5572 rpm. The cause of the reported event was most likely due to lack of calibration and the control bar not being flush. Improper handling most likely attributed to the damage to the control bar, head of device, and motor. The device was serviced and returned to the customer.